Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient developed an unspecified skin flap issue resulting in the decision to explant the device. The device was explanted (B)(6), 2010. There are plans to reimplant the patient with another device, however, this has not taken place as of the date of this report.